Event description:
This lead was implanted in 2005 and remains implanted at this time. This is noted on (B)(6) 2014 due to increase in lead impedance since april from 500 ohms to 1500 ohms. The threshold was at 2.2v at 0.4ms and was programmed to 2.5v at 0.4ms. The echocardiogram showed loss of capture. The lead was tested in unipolar pacing and threshold was at 0.6v at 1.0ms however when tested a few times it was stable at 1.0ms. There is no r wave sense during the test. The output was then increased to 5v at 1 .oms. Muscle twitching is noticed at this output. The medical team was advised to have the lead replaced as soon as possible as there was doubt that there was lead fracture. The patient will be monitored at all times since he is pacemaker dependent. The physician was unknown. The healthcare facility was at (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).